Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Per additional information received,as per pfs, "patient experienced complications approximately 6 weeks after implant. Revision of prior mesh repair and erosion, anterior repair and vaginal sling, miniarc type.

Event description:
Procedure: urological/gynecological. According to the rptr: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Add'l info from the importer: catalog #: 485054, initial rptr: (B)(6).